Event description:
Caller reported that tandem charging supplies began burning or melting. There was no reported impact to the customer's blood glucose level. The customer was advised to return the affected charging supplies, and technical support arranged for replacements.